Manufacturer narrative:
The ventilator was returned for investigation. The reported oxygen sensor malfuction was duplicated. It was observed that a wire had come out of the crimp on the sensor cable. The root cause was determined to be an inadequate crimp during the manufacturing process. The device was repaired by replacing the sensor cable.(B)(4).

Event description:
Covidien received information stating that during patient use an oxygen sensor failure occurred. The patient was transferred to another ventilator. There were no negative patient consequences reported.